Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the testing (prior to being used in the patient), the device would not bow. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cut wire bent.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4) for the investigation results of cutting wire bent. A visual examination of the returned device found that the working length was twisted and the cut wire was bent 7 mm from the distal pierce hole. Functionally, when bowing the device it would not bow due to the twisted working length and bent cut wire. During manufacturing, tome devices are 100% inspected so the bent cut wire is likely due to handling during testing. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.